Manufacturer narrative:
No product will be returned for eval.

Event description:
On (B)(6) 2011, the pt reported experiencing issues with the infusion sets. He stated the headset adhesive would become wet after bolusing and on one occasion, his blood glucose elevated to 255 mg/dl. His target blood glucose range is 100-130 mg/dl. When the headset was removed. The cannula was kinked in 2 places near the adhesive. He used the insertion device to insert the headset. The pt did not require treatment from a health care professional or second party to address the issue. The pt was sent replacement product. No product will be returned for evaluation.